Event description:
It was reported that prior to a coronary stent procedure, the stent appeared to have moved on the delivery device during removal from the packaging hoop. No patient injuries or complications were reported.